Event description:
It was reported that the connectors of an interlink continu-flo solution set were difficult to tighten. According to the report, the connections within the set did not grip tightly, even after they have been hand tightened. It was stated that the luer lock became loose and solution leaked out of the set. There was no patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Baxter received one companion sample for evaluation. Visual inspection and functional testing of the sample did not confirm the reported condition as no defects were found. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The evaluation of the companion sample could not confirm the reported condition. Should additional relevant information become available, a supplemental report will be submitted